Manufacturer narrative:
The report was filed in error. Additional information was received, and this device is now concomitant. This device is concomitant and did not contribute to the reported event. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
Revision of left shoulder. Tray, liner, baseplate, glenosphere and screws were removed, and anatomic head was placed on existing stem.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Revision of left shoulder. Tray, liner, baseplate, glenosphere and screws were removed, and anatomic head was placed on existing stem.